Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 9th august 2017. The device was returned with a reported fault of ¿pad-pak will not seat in device¿. During investigation, no fault was found on the returned sam 350p that would impede the fitment of a pad-pak, which may suggest the pad-pak used with the device (from lot j0392) had been incorrectly seated or a fault had been present on the pad-pak, e.g. A bent locator pin or other issue with the plastics. Such faults may be attributed to improper handling during shipping or usage, or due to a manufacturing defect on the pad-pak. The pad-pak was not available for investigation; therefore, the reported issue could not be confirmed. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 350p.

Event description:
Pad-pak will not seat in device. No patient involved.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Pad-pak will not seat in device. No patient involved.